Manufacturer narrative:
Continuation of d10: product ID b3400060 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 15-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced movement of the battery within the pocket, which caused the extension to twist during everyday activities. No external factors were identified as contributing to the issue. Surgical intervention was performed on (B)(6) 2025, to untwist and explant the affected extension. The extension was replaced with a new one, and the battery was secured in place to prevent further movement within the pocket. The issue has been resolved, and there's no more information from the healthcare professional.